Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to fluid volume overload. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient was seen in the pd clinic on (B)(6) 2023 with complaints of shortness of breath and bilateral pitting edema (4+) with pain in the lower extremities. The patient was sent to the hospital where she was admitted with a diagnosis of cellulitis. The patient was not in active treatment at the time of the event. The patient missed one treatment prior to the hospitalization due to the cassette door on the liberty select cycler not closing. The patient did not complete a manual exchange; however, contacted technical support the next day and resolved the issue. Per the pdrn, the fluid overload was a progressive onset. The patient was discharged from the hospital on (B)(6) 2023. The patient did require a temporary change in pd prescription (information not provided) but has returned to her original prescription and continues to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of fluid overload with a diagnosis of cellulitis with hospitalization as the issue progressed over time as the patient continued to dialyze. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient was reported to have a history of diabetes mellitus type ii. Cellulitis is common in diabetic dialysis patients. It is associated with edema, erythema, tenderness and warmth. Cellulitis is an acute bacterial infection causing inflammation of the deep dermis and surrounding subcutaneous tissue. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s fluid overload with diagnosis of cellulitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to fluid volume overload. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient was seen in the pd clinic on (B)(6) 2023 with complaints of shortness of breath and bilateral pitting edema (4+) with pain in the lower extremities. The patient was sent to the hospital where she was admitted with a diagnosis of cellulitis. The patient was not in active treatment at the time of the event. The patient missed one treatment prior to the hospitalization due to the cassette door on the liberty select cycler not closing. The patient did not complete a manual exchange; however, contacted technical support the next day and resolved the issue. Per the pdrn, the fluid overload was a progressive onset. The patient was discharged from the hospital on (B)(6) 2023. The patient did require a temporary change in pd prescription (information not provided) but has returned to her original prescription and continues to complete pd therapy utilizing the liberty select cycler.